Manufacturer narrative:
A software investigation analysis was performed via known anomaly determination. Analysis found that the original issue was found to be a known software anomaly. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was setting up for a case and when they turned the system on it went into "no input detected". It was suspected that a loose video cable connection caused the issue. A manufacturer representative went to the site and was unable to replicate the behavior. No patient was present at the time of the event.